Event description:
It was reported that during an implant procedure, this right atrial (ra) lead was positioned but exhibited noise and no capture when measured through a pacing system analyzer. The ra lead was removed and replaced prior to pocket closure and was never in service. No adverse patient effects were reported. According to the field, the ra lead will not be returned back from the field for analysis.